Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with gentamycin injection (150 mg, route, frequency and duration were not reported). At the time of this report, the patient has recovered, their catheter was removed and they were switched to hemodialysis (twice a week). No additional information is available.